Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the post-operative blood loss originating from the staple line of gastric tissue, which could potentially be related to a product problem. If additional information is received, a follow-up MDR will be submitted. Corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. B1 updated to "adverse event and product problem" from "adverse event". Annex e updated to include e0506 - hemorrhage/bleeding. Annex f updated to include f23 - unexpected medical intervention. Annex a updated to include a05 - mechanical problem. Annex g updated to include g0405214 - staple. Annex b updated to include b13 - communication/interviews and b17 - device not returned. Annex c updated to include c20 - no findings available. Annex d updated to include d15 - cause not established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The surgery was performed on (B)(6) 2020 (event date). The clinical treatment administered was reported to have been three units blood transfusion for the hematoma identified in a scan. The bleeding was noted to have been "limited."

Manufacturer narrative:
Based on current information provided, the cause of the post-operative blood loss is unknown. At this time, the following information is unknown: the date of the da vinci-assisted surgical procedure, further details regarding the event, and subsequent clinical treatment administered to the patient. Further information has been requested from the site. However, no additional details have been received as of the date of this report. If additional information is obtained, a follow-up MDR will be submitted. Review of the system and instrument logs cannot be performed since the site name, procedure date, and da vinci system information are unknown image/video review: no image or video clip for the reported event was submitted for review. Medical review: a review of the event was conducted by an isi medical safety officer and the following additional information was provided: the information provided in the description of event or problem indicates that a patient underwent a da vinci-assisted gastrectomy and experienced a post-operative blood loss due to delayed bleeding along the gastric staple line. By report, bleeding was noted during the procedure by the surgeon. The surgeon speculates that the cause of bleeding was due to ¿inadequate¿ tissue compression of the staples. According to the article entitled, ¿staple line treatment and bleeding after laparoscopic sleeve gastrectomy,¿ by zafar, s.n., et. Al., journal of the society of laparoscopic and robotic surgeons, 2018 oct-dec; 22(4), the overall reported incidence of post-operative staple line hemorrhage is up to 3%. Relative to a non-buttress/non-oversew staple line, the use of oversew or buttress can decrease the rates of post-operative bleeding by up to 30%. Factors associated with post-operative bleeding are as follows: hypertension requiring medications. History of renal insufficiency. Preoperative therapeutic anticoagulation. Liver biopsy. Conversion to an open procedure. Placement of a drain. This complaint is being reported due to the following conclusion: the patient allegedly experienced postoperative blood loss from a staple line. As a result, the patient received unspecified clinical treatment.

Event description:
It was reported that after a da vinci-assisted gastrectomy surgical procedure, the patient allegedly experienced postoperative blood loss. The surgeon used a sureform 60 instrument during the procedure and had to add one minute to the clamping time prior to firing. This issue allegedly occurred during other surgeries as well. On 30-sept, 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: it was confirmed that there were no issues observed during the procedure. The bleeding originated from the staple line of gastric tissue. The surgeon believes the cause of the bleeding was due to inadequate tissue compression of the staples. This issue allegedly occurred during four surgeries. As a result, the patients experienced postoperative blood loss. Three of the four patients received unspecified clinical treatment; these incidents will be reported under patient identifiers (B)(6). The fourth patient required an additional procedure to resolve the blood loss, reported under patient identifier (B)(6). The patients were reported to have fully recovered. The associated sureform stapler reloads will not be returned for evaluation as they were disposed of by the site. It is unknown whether photographic images or a video recording of the procedure are available for review at this time. Patient demographics and medical history were unable to be provided. Further details regarding the event, including estimated blood loss, remain unknown at this time. Isi has requested additional information from the site; however, no further details have been received as of the date of this report.